Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited high pacing impedance even though the placement position was shifted several times. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.